Event description:
It was reported that the patient underwent vns generator replacement due to battery depletion. However, while the pre-operative impedance was within normal limits and out-of-pocket diagnostics were within normal limits on the new generator, high impedance was observed once the generator was placed into the pocket. A lead fracture was observed by the surgeon. The patient underwent a full vns replacement surgery. During attempts at product return, it was revealed that the facility keeps explanted products and discards them in pathology. No additional relevant information has been received to date.